Event description:
The pump was returned for investigation. Investigation revealed the pump booted to verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review show power on reset events on (B)(4) 2013. Time and date was accurately set at start of investigation. The following steps were completed on the pump: a rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. A visual inspection of battery cap revealed, stripped threads, when battery cap was installed onto the test pump there was evidence that the "yellow o-ring" was visible and not seated properly. Observe battery cap spinning in place when screwing cap into battery compartment. Power loss was duplicated due to the cap detaching. Test battery cap was able to screw on, until the o-ring was not visible but could not completely tighten due to battery compartment crack. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Investigators were unable to test bolus button functionality and unable to take the audible test reading. The ok keypad symbol was found to be worn. (B)(6).